Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen in the office on (B)(6) 2012 an there were no complications reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.